Event description:
It was reported that the patient underwent a removal and replacement of their tined lead due to it being fractured. The patient was then re-implanted with a new lead and their device was working properly. The patient was experiencing an overactive bladder. The patient fully recovered.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The tined lead was returned for analysis. Visual inspection revealed two electrode wires were broken. The tined lead wires were deformed at one location. The metal ring was flattened. The tined lead did not pass the resistance test. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to a fractured lead which is addressed in the product labeling and risk documentation.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient underwent a removal and replacement of their tined lead due to it being fractured. The patient was then re-implanted with a new lead and their device was working properly. The patient was experiencing an overactive bladder. The patient fully recovered.